Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.